Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single-port (sp) round tooth retractor (rtr) instrument for failure analysis investigation. The instrument was analyzed, and the complaint could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, single-port (sp) round tooth retractor (rtr) instrument moved non-intuitively. No fragment fell inside the patient. The procedure was completed with no reported injury.